Event description:
It was reported that the bd max¿ system, bd max¿ instrument was contaminated. There was no report of patient impact. Assays used: sars-cov-2 the following information was provided by the initial reporter, translated from french to english: "it was used again this friday (B)(6) for the detection of sars-cov-2. However, we again had contamination."

Manufacturer narrative:
H.6. Investigation: the complaint alleges the bd max instrument (catalog number 441916 and serial number (B)(6) ) had an "environmental contamination". Customer reported that they believe their instrument is contaminated. Customer reported that they are seeing saline control tubes being identified with the organisms. Service sent the customer the decontamination procedure and 2 bd max kit for them to conduct environmental monitoring. Follow-up call concluded that the issue has been resolved. Review of device history record for instrument serial number,(B)(6) is not required because this complaint does not allege an early life failure or a failure at install. Device was installed on (B)(6) 2020 and other service activities have occurred, such as preventative maintenance and repair, which have changed the configuration of the instrument since release from manufacturing. Service history review was performed for the instrument (B)(6) and no additional work orders were observed for the complaint failure mode reported. No samples were returned for investigation, therefore returned sample analysis was not performed. Root cause cannot be determined with the information provided. Complaint is unconfirmed to be an instrument as the issue is not induced by the instrument. Review of risk management files confirms there are no new, modified, or additional risks associated with this failure mode. Bd quality will continue to monitor trends associated with this failure mode.

Manufacturer narrative:
Medical device expiration date: na. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd max¿ system, bd max¿ instrument was contaminated. There was no report of patient impact. Assays used: sars-cov-2 the following information was provided by the initial reporter, translated from french to english: "it was used again this friday 15/10 for the detection of sars-cov-2. However, we again had contamination."